Event description:
A precise pro stent was removed from packaging to be flushed. The y connector separated from the device and stent was partly deployed. The product was not used in the pt.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.